Event description:
An aneurx bifurcated stent graft of unknown size and its components were inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel tortuosity was reported to be excessive. It is unk if an introducer sheath was used. It was reported that a 24 mm diameter x 3.75 cm length iliac extension cuff would not deploy due to the excessively tortuous iliac artery. The device was removed from the pt and another device was used. No clinical sequelae were reported and the pt is reported to be fine. Return of the device for analysis is pending.

Event description:
Analysis of the returned device has been completed. The device was successfully deployed in the lab. The pt's excessive vessel tortuosity may have been a contributing factor in the reported inability to deploy.